Event description:
It was reported that stent damage was encountered. During a procedure, the watchdog device worked through the entire case but upon trying to get the last 2.5 x 32 synergy ii drug-eluting stent through, it would not go. Damage to the stent was noticed, although it was unclear if the stent struts were first lifted and would not go through or if the watchdog had damaged the stent. The procedure was completed by dropping a new watchdog and new stent without further issue nor patient injury.

Manufacturer narrative:
Device is a combination product. Device returned to manufacturer: the 2.50 x 32mm synergy ii us mr stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage. The first distal stent strut row stent strut was lifted and the second distal stent strut row had struts that appeared to be squashed. The undamaged crimped stent outer diameter was measured using a snap gauge and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage was encountered. During a procedure, the watchdog device worked through the entire case but upon trying to get the last 2.5 x 32 synergy ii drug-eluting stent through, it would not go. Damage to the stent was noticed, although it was unclear if the stent struts were first lifted and would not go through or if the watchdog had damaged the stent. The procedure was completed by dropping a new watchdog and new stent without further issue nor patient injury.